Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot passed. Functional test results passed all relevant test. Alarm/alert manual test passed. Device was opened an internal visual inspection passed. Speaker/vibrator resistance measured passed. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information/ device evaluation. H3a: device evaluated by mfg- additional information. H6: additional information.

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot passed. Nordic bluetooth pairing test passed. Functional test results passed all relevant test. Alarm/alert manual test passed. Device was opened an internal visual inspection passed. Speaker/vibrator resistance measured passed. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.